Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (B)(6) 2013; 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead recorded a high number of short v-v counts, but oversensing was not observed during the office check. The lead remains in use. No patient complications have been reported as a result of this event.